Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. It has been measured. All the dimensions complied to the specifications. The catheter is not deteriorated. The material surface is smooth. No visible defect is detected. Photographic examination: a picture showed the skin inflammatory reaction was sent. This picture show that the skin over the trajectory of the tunneled catheter is reddish. The scar of the access port implantation is red too. Conclusion: the returned device is compliant with the specifications. No failure has been detected. The skin reaction observed after administration of 6 treatments cannot be explained with the elements in our possession. It is an isolated incident. No corrective action is envisaged.

Event description:
Access port implanted on (B)(6) 2015. After 6 treatments of taotere (100mg/m2), apparition of a skin redness on the whole length of the tunneled catheter. Blood culture: negative. No inflammatory reaction above the access port housing.